Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button failure) was confirmed. Upon evaluation, the front response button switch was damaged. The cause of the response button failure is the damaged switch. The monitor showed signs of physical abuse as the front response button cover was missing and the led was also damaged. No adverse event resulted from the damaged response button.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.